Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the thigh on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. The sensor was inserted into the thigh. The dexcom g5 mobile continuous glucose monitoring system states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.

Manufacturer narrative:
(B)(4).

Event description:
Two sensors (serial number (B)(4)) were returned for evaluation. The first sensor ((B)(4)) was visually inspected and the sensor wire was attached to and not missing from the sensor pod and housing puck. The second sensor ((B)(4)) was visually inspected and the sensor wire was attached to and not missing from the sensor pod and housing puck. The reported event of a detached sensor wire was not confirmed. A root cause could not be determined. It is unknown which device is the complaint device.